Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device presented an error code. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d8, g1, g3, h2, h3, h4, h6, h11. The device was returned to regional repair center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to poor contact of cp board, the touch panel does not respond to touch. Based on the results of the investigation, there is cause traced to touch panel failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.